Manufacturer narrative:
Currently it is unknown whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetics ketoacidosis. The customer stated that she has a cold and coughing. The customer gave a bolus the night before and does not remember until next morning when she woke up in the hospital. The customer noticed that the insulin pump did not have a screen display. The batteries were changed and still had no response.